Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that an error message came up during a left eye cataract procedure while in chop mode and the surgeon indicated the fluidics did not work properly after the error message came up. The cassette was replaced with another and the procedure was completed. There was no harm to the patient. The product sample is available. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
This is the second complaint reported for this finished goods lot, however the first for this issue. A review of the device history records indicated the order was built to specification. The returned sample was visually and functionally tested and passed testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. No action will be taken at this time as the sample met specifications. The manufacturer internal reference number is: (B)(4).